Manufacturer narrative:
The customer confirmed that the suspect device will not be returned for further evaluation. Therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time however; the customer placed an order for a replacement and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator alarmed transducer fault. Furthermore; the patient was transferred to another device but no patient harm associated with the reported event.